Event description:
It was reported that upon an in-clinic exercise test, the patient experienced syncope. The cause of syncope was unknown and the pulse generator exhibited post-paced t-wave oversensing. The device would be reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.